Event description:
Based on info from other pediatric facilities regarding possible contamination of vapotherm instruments with raletonia user facility cultured all of the units and 15 of 16 tested positive for this gram negative bacillus. Some units were tested immediately after removal from pt use and some were tested after having been through the MFR's recommended cleaning process as well as forced air drying. To date it appears that this bacteria has not caused any respiratory illness in the pts who received vapotherm therapy but one pt has cultured positive. User facility elected to remove all pts from this therapy. All units have been quarantined; rental units will be sent back to the leasing agent and owned equipment will remain in quarantine.

Event description:
Vapotherm was used in 2002. A pt culture (nasal) taken three days after use of the vaoptherm was discontinued grew ralstonia. There were no events related to the positive culture, and no treatment was initiated. A culture taken 30 days later was negative for ralstonia. Approx 20 of the devices were in service in the hosp. After the index case, the hosp tested 16, which may have been in use for 3-4 months. Two were owned, the rest were rented. Fifteen tested positive for ralstonia; ten of these had been reprocessed without intervening pt use before testing, and 5 were taken directly after or during pt use. (As reporter recall the positive cultures were from the air side as well as other sites.) Sterile water was used for elution. The sterile control was negative. The cultures showed heavy growth (3+ on a scale of 1 to 4). Two machines grew a bacillus species from a surface, as well as ralstonia. Otherwise, only ralstonia was grown. Reporter also later spoke with scientific dir of infectious disease at the hosp. He said the initial culture was not done using selective media. So if other bacteria were present in significant quantity, they would have been found. The selective media used is ofpbl medium: (oxidative fermenter, polymixin b, bacitracin, lactose) used for isolation of burkholderia cepacia from respiratory secretions of pts with cystic fibrosis. Thirteen samples were sent to dr for confirmation. The one pt culture and the one machine culture were shown to be the same strain. The hosp also cultured three new cartridges, which proved to be sterile. However, when a new cartridge was primed on a vapotherm machine, the cartridge grew out ralstonia on the air side of the cartridge. Devices that had just been disinfected and found two of these to have ralstonia present. The hosp has always followed the MFR's recommended disinfection procedures, but in addition used gas to blow through the cartridge after disinfection, with the intention of drying the cartridge. After the index case the hosp cultured 15 pts who had been treated with vaoptherms, mostly for two or three days. Twelve were neonates, and three were in the peds or cv unit. Only the index case had a positive culture. Only one other ralstonia culture had been positive in the past several years. The culture was from a child treated in cystic fibrosis outpatient clinic. No cultures from inpatients other than from the index case were identified as ralstonia in the past several years. The reporter said that discussants in the hosp noted that the bacteria may have been shipped with the cartridge, imbedded in the end-cap polymer. Discussants also suggested that an alcohol rinse may be needed to dry the cartridge after reprocessing.